Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Blood glucose level was 261 mg/dl at the time of the incident. The customer reported that they can only read the bottom of the insulin pump. The customer stated partial display due to liquid leaking around the cracks. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass, unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments or partial display.